Manufacturer narrative:
This issue is under investigation. A follow-up report will be submitted when the investigation results are available.

Event description:
The customer was performing a carotid exam, and noticed the doppler angle to be at 64 degrees. It was moved back to 60 degrees. But while doing measurements, it would flip back to 64 and stored on the system as such. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see section h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the issue was unabel to be reproduced. Two applications specialists went to the site to help the customer set up their protocols, and no problems were reported.

Event description:
Additional information was received and it was reported that during a carotid exam, the user noted that doppler was at 64º angle. The user moved the doppler back to 60º to do measurements; however, the doppler flipped back to 64º. The measurements at this angle were the ones stored in the system. The physician did not want to read the results because the angles were over 60º so the patient was rescanned on another system. There was a delay of one hour in completing the exam while the replacement system was retrieved. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), update the brand name of the device (see section d1), provide additional initial reporter information (see section e1), correct the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), correct the device code (see section h6), and provide additional manufacturer narrative. The device referenced in this report was not returned to siemens for evaluation; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
This supplemental report is being submitted to provide evaluation results and update the event problem and evaluation codes (see section h6). The clinical specialist (cs) visually examined one image from the savelog and found that the image did not demonstrate any abnormality. The reported scenario was functionally recreated on a similar system but the cs was unable to reproduce the reported phenomenon. It is believed that the user may have been trying to set up protocols and may have inadvertently set the doppler image angle at 64 degrees.